Manufacturer narrative:
After further evaluation, the suspect medical device was changed to from architect i2000sr list 3m74 to architect syphilis tp, list 08d06-42. The international product, list number 08d06-42 does not have a similar product with the same intended use distributed in the us. The u.s. List number 08d06-31 and 08d06-41is not intended for use in screening blood, plasma or tissue donors. Based upon this new information, this complaint is no longer a reportable event and no further followup will be provided. Evaluation is in process.

Manufacturer narrative:
Patient identifier: multiple = sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple repeatedly (B)(6) results when processing on the architect i2000sr. The following donation ids and corresponding data (s/co) was provided: (B)(6): (B)(6) (initial), (B)(6) (retests). (Retests). Additional testing with (B)(6), and igm was all (B)(6). No impact to patient management was reported.